Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the operating room, the guide wire became stuck in the catheter over needle at around the 2-3 centimeters from the needle and could not be advanced further. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: it was reported that during insertion in the operating room, the guide wire became stuck in the catheter over needle at around the 2-3 centimeters from the needle and could not be advanced further. The issue was confirmed by examination of the returned sample. One guide wire, introducer catheter/needle assembly, and several other components were returned. The returned guide wire had kinks located 4 and 4.5 cm from the j-tip weld and also 3 cm from the proximal weld. Both welds and the core wire were intact. Microscopic examination determined that both welds appear full and spherical. The guide wire graphic specifies an outside diameter of .788/.826 mm and a length of 600 +/- 4 mm. The guide wire length was confirmed to be consistent with the graphic. The outside diameter was measured at .804 mm. No defects or anomalies were observed on the catheter / needle assembly. The inside diameter of the introducer catheter measured .036" which meets the .0360 +/-.0005 inch requirement of the catheter drawing. The returned guide wire was passed through the returned catheter without resistance. The instruction booklet describes insertion techniques to minimize the likelihood of guide wire damage during use. Other remarks: note: per design, the .032" diameter guide wire is not intended to pass through the 20ga needle of the catheter/needle assembly. When the catheter-over-needle is used for guide wire insertion, the needle is removed after insertion of the assembly and the guide wire is passed through the catheter. Based on the information provided, it is not clear if the user was inserting the guide wire into the introducer catheter or the 20ga needle when it kinked. A device history record review was performed and did not reveal any manufacturing related issues. Based on the observed damage and information provided, the probable cause of this issue could not be determined. No further action will be taken.